Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed with 0.21 voltage. Pairing/download test was performed and passed. There was no data log available to review. A bin file analysis was performed and no transmitter failed error was found. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined. No injury or medical intervention was reported.